Manufacturer narrative:
Model number/catalog number 72404127 serial number null batch/lot number 731277014. Model/catalog description control pump fgs iz. Model number/catalog number 72400024 serial number null batch/lot number 740134011. Model/catalog description balloon fgs 61-70 cm. Product investigation: cuff: product investigation complete. The cuff was visually and microscopically examined, and functionally tested. The cuff was measured, and the device size was consistent with the reported information. No leaks were found. The device performed within product specifications. Inspection of the remainder of the device presented no other damage or irregularities. Based on the results of this investigation, no escalation is necessary. Pump: product investigation complete. The pump was visually and microscopically inspected, and functionally tested. No leaks were found. The device performed within product specifications. Inspection of the remainder of the device presented no other damage or irregularities. Based on the results of this investigation, no escalation is necessary. Balloon: product investigation completed. The ams800 pressure regulating balloon was visually and microscopically inspected, and functionally tested. No leaks were found. The device performed within product specifications at (B)(4) for specifications between (B)(4). Inspection of the remainder of the device presented no other damage or irregularities. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A replacement procedure was performed in which the existing device was removed and a new aus was implanted. During the procedure urethral trophy at the cuff site was noted. The patient was said to be good after the procedure. It was further reported that there was no malfunction with any of the explanted components. No more information available at the moment. Should additional information become available, it will be provided. Product investigation complete. The cuff was visually and microscopically examined, and functionally tested. The cuff was measured, and the device size was consistent with the reported information. No leaks were found. The device performed within product specifications. Inspection of the remainder of the device presented no other damage or irregularities. The pump was visually and microscopically inspected, and functionally tested. No leaks were found. The device performed within product specifications. Inspection of the remainder of the device presented no other damage or irregularities. The balloon was visually and microscopically inspected, and functionally tested. No leaks were found. The device performed within product specifications. Inspection of the remainder of the device presented no other damage or irregularities. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Model number / catalog number: 72404127, serial number null batch/lot number: (B)(4), model / catalog description: control pump fgs iz. Model number / catalog number: 72400024, serial number null batch/lot number: (B)(4), model / catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A replacement procedure was performed in which the existing device was removed and a new aus was implanted. During the procedure urethral trophy at the cuff site was noted. The patient was said to be good after the procedure. It was further reported that there was no malfunction with any of the explanted components. No more information available at the moment. Should additional information become available, it will be provided.